Manufacturer narrative:
Analysis of the provided files confirmed that three sessions occurred with alizea (B)(6) on (B)(6) 2026. In two sessions, it is visible that the user tried to modify text fields, however, parameters seem unchanged in the logs. This behavior can confirm that the keyboard was not displayed to the user as he was not able to modify text fields. This type of behavior is related to a windows error; the main origin of this error is not determined. Rebooting the programmer resolve the issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, during a follow-up, the keyboard was not displayed when trying to enter patient data. The keyboard was still not displayed when the data were collected on (B)(6) 2026. Using p1+p2 did not resolve the issue. Shutting down the programmer finally resolved the issue as the keyboard appeared.

Manufacturer narrative:
Analysis of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 5-january-2026, during a follow-up, the keyboard was not displayed when trying to enter patient data. The keyboard was still not displayed when the data were collected on 6-january-2026. Using p1+p2 did not resolve the issue. Shuting down the programmer finally resolved the issue as the keyboard appeared.